Manufacturer narrative:
Justification for no UDI, this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device stopped ventilating. Complainant indicated that the clinician manually ventilated the patient to continue treating the patient. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical united kingdom for evaluation. The customer's report was not replicated or confirmed. The device was put through extensive functional testing including stress testing and exhalation backup valve test without duplicating the report. The device logs were overwritten due to subsequent use after this event. The connector panel assembly was replaced as a precaution. The device was recertified and returned to the customer. No trend is associated with reports of this type.